Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The tibial nail was opened and during this process the nail became unsterile. I have not yet been able to speak with any of the nursing staff or the surgeon involved in the actual event. I have told there was some difficulty with opening the sterile packaging and that the nail was deserialised in part due to the single layer nature of the packaging. A nail of a different size needed to be used.

Manufacturer narrative:
Product inquiry states the packaging of the tibial nail, standard t2 tibia ø11x360 mm [cat. # 18221136s] to be the primary product. Review of the DHR revealed no discrepancies; in particular in the packaging process. The item reported was documented as faultless prior to distribution. Visual inspection revealed that the packaging was according to specification, no deviation could be verified. Furthermore, a detailed visual inspection of the nail revealed scratches [utmost likely due to contact of gripping surface of the forceps, which is supported by further details received by e-mail] at the beginning of the grooves at the proximal part near the oblong hole. No further visual damage was found. The called ¿dropping¿ can be addressed by different handling of the device, but there certainly is room for improvement for opening and handling, what (B)(4) is going to address in the next generation packaging [ngp] project. However, on this topic, the so called aseptic presentation there is a huge focus in the next generation packaging project. In this project (B)(4) is focusing on the user needs of the end-user (nurses). The nail packaging for t2 and gamma3 is a key element of the ngp. Critical feedback helps to understand the user need and the new concepts are exactly addressing these reported issues. The new packaging is planned to be launched already at the end of 2017. No non-conformity was identified.

Event description:
The tibial nail was opened and during this process the nail became unsterile. I have not yet been able to speak with any of the nursing staff or the surgeon involved in the actual event. I have told there was some difficulty with opening the sterile packaging and that the nail was deserialised in part due to the single layer nature of the packaging. A nail of a different size needed to be used.